Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the collar is separated, and the polytetrafluoroethylene (ptfe) is still holding the two ends together. There are kinks on the hypotube at 53.2cm and 54.1cm from the handle. Microscopic inspection revealed no additional damages. There is blood in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 15oct2019. It was reported that a non-bsc stent was stuck in guidezilla. A 145 guidezilla guide extension catheter was selected for use. While performing a percutaneous coronary intervention in the over 80 percent stenosed lesion, it was noted that the non-bsc stent was stuck in the guidezilla. The guidezilla was directly removed together with the stent. The procedure was completed with another of the same device. No complications reported. The patient was stable after the procedure. However, device analysis revealed that the collar was separated.